Event description:
A malfunction alarm with the code malf 12 was reported to have occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.